Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the conductor wire of the force bipolar (fb) instrument was damaged. The customer used a new fb instrument to continue with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The issue was observed intraoperatively when the surgeon was trying to grasp the tissue. It was unknown if the internal conductor wire was exposed. There was no thermal damage, no loss of cautery. The surgeon indicated that there was discomfort when operating the instrument. No instrument collision was observed. Additional follow up was conducted, and the customer stated that the fb instrument seemed to move opposite way from the intended direction. The customer reinstalled the sterile adapter (sa) several times, but the issue was not resolved. There was no patient injury due to the non-intuitive motion of the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fb instrument was analyzed. Inspection confirmed no damage to the conductor wire. The initial allegation of a damaged conductor wire was not confirmed by failure analysis. There were no damaged cables observed during visual inspection. The instrument articulated as expected during manual articulation. The alleged movement issue was not reproduced during investigation. The grips opened and closed properly. The complaint was not confirmed by failure analysis. Failure analysis found an additional observation not related to the reported complaint and not reported by the site: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts.